Event description:
It was reported that pump experienced malfunction indicated by malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, provided instructions to reset pump, assisted caller with successful reset, and advised customer to continue using pump and call back if malfunction recurred, which caller acknowledged and understood.